Event description:
It was reported air was in the catheter. An opticross hd was selected for treatment of the target lesion. Prior to the procedure, the catheter could not be prepared properly as flushing did not remove the air. A new stopcock and flush extension were used, and the telescope was manipulated, however the air still could not be removed. The opticross hd was replaced with another of the same device and the procedure was completed successfully. There were no patient complications.